Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1271485. Medical device expiration date: 2024-10-31. Device manufacture date: 2021-09-28. Medical device lot #: 2005699. Medical device expiration date: 2025-01-31. Device manufacture date: 2022-01-05. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hub - holder separation was observed. Additionally, 10 retention samples of each reported lot number from bd inventory were evaluated by functional testing, each used to draw a tube with water, and the issue of hub - holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub - holder separation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the , the device experienced the non patient end needle separating from the holder hub. The following information was provided by the initial reporter. The customer stated: recently we have had 3 incidents with a b&d needle. At the moment the employee pushes a tube on the needle, the holder detaches from the needle. The needle shoots further into the patient's vein. An undesirable situation. Unfortunately, you cannot see this happening in advance. We have a lot number of two times: 1271485 2024-10, 2005699 2025-01. We would like to hear from you what b&d's response is. Regards.